Event description:
Information received by medtronic indicated that the insulin pump had fog like underneath the glass noticed a scrapped on the screen. Customer reported fluid under the display. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver. 5.2a. Retainer ring = black . Customer returned pump for an alleged exposed to moisture on (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed functional tests including, the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement test, active current measurement test and occlusion test. Successfully downloaded history files and traces using thus software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, pcba2 and battery tube assembly noted. The following were noted during visual inspection: scratched lcd window, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged moisture damage confirmed.